Event description:
According to the reporter, during a pacemaker surgery procedure, the unit had issue with monopolar mode (valleylab mode), the pt had an unk degree of skin burn on the left shoulder and a small area of painless redness at the junction of the back and neck. A non-medtronic rem pad was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).